Manufacturer narrative:
Bd did not receive any samples or photos in support of the customer's complaint. Therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Bd was not able to duplicate or confirm the customers indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Manufacturer narrative:
Medical device expiration date: unknown. No lot # provided. (B)(6) . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use, a bd insulin syringe with bd ultra-fine" needle malfunctioned as the needle detached from the syringe and got fixed in the ampule rubber. There was no report of injury or medical intervention needed.